Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(6).

Event description:
During a right hand-assisted laparoscopic nephrectomy, the physician used the endo-gia on the renal artery. It was centered properly and crimped down. The physician reported everything felt normal. However, upon release, there was severe bleeding from the renal artery. Emergency intervention and action was taken. It was determined that the staple cartridge was in the patient's abdomen and staples were not released. The registered nurse who loaded the cartridge reports that she visually inspected the device twice before use and confirmed the cartridge was loaded properly. She also heard a click when it was loaded.